Event description:
The manufacturer received information related to a dreamstation auto CPAP. The user alleges the device's cord was torn from the wall and the wire became exposed. There is no allegation of patient harm or serious injury. No medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.